Event description:
It was reported that the handpiece was overheating during a podiatry hammer toe procedure. The procedure was completed successfully with another device. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The handpiece was received at the manufacturer for evaluation, and the reported condition of the device overheating was duplicated. Based on the investigation details, the likely cause was problems with the rotor assembly, press plug, and corrosion in a 3rd party motor. Each of those parts were replaced along with other components. Service repaired and returned the device to the customer.